Event description:
It was reported that this pacemaker entered into safety mode, which led to a syncopal episode due to pacing inhibition. The physician subsequently explanted and replaced this device. No additional adverse patient effects were reported. This device has been returned and is pending analysis. Additional information was received indicating that the patient stated experiencing symptoms such as dizziness, bradycardia, and nausea when the device entered into safety mode.

Event description:
It was reported that this pacemaker entered into safety mode, which led to a syncopal episode due to pacing inhibition. The physician subsequently explanted and replaced this device. No additional adverse patient effects were reported. This device has been returned and is pending analysis.

Event description:
It was reported that this pacemaker entered into safety mode, which led to a syncopal episode due to pacing inhibition. The physician subsequently explanted and replaced this device. No additional adverse patient effects were reported. This device has been returned and is pending analysis. Additional information was received indicating that the patient stated experiencing symptoms such as dizziness, bradycardia, and nausea when the device entered into safety mode.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the pacemaker underwent a thorough inspection and analysis. Although communication with the device could not be established, no safety mode signal was observed on the oscilloscope. To facilitate inspection and testing of internal components, the device case was removed. The battery was removed and replaced with an external power source. Subsequent testing revealed a normal current drain. Analysis of the battery confirmed depletion, but the root cause could not be determined.